Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture and crease/folding of implant, was reviewed on (B)(6) 2022. Visual analysis of the photographs identified; device patch with lot number 3406159 and deformation. No openings and creases were observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "presence of folds."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.